Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 609 mg/dl. Subsequently, the customer went to the emergency room (ER) and was subsequently hospitalized for 12 days. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.